Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. The following information was provided by the initial reporter: "a black spot on the cannula".

Manufacturer narrative:
The reported lot # 1160973 was not found for the reported catalog # 381823. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-mar-2022. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused 20g x 1.00in. Insyte autoguard bc pro catheter assembly with no documentation to indicate the reference or lot number. Additionally, one photo was provided for investigation. Microscopic inspection found that black foreign material was present on the needle bevel, catheter tip and throughout the inside of the catheter tubing. The reported issue was confirmed. As the foreign material was found in the fluid path, the unit was sent for further analysis to identify the foreign material. Based on the material analysis results, it is likely that the foreign material is cellulose. Cellulose is not a known material in the production of insyte autoguard devices, therefore its origin is likely to be environmental. Cellulose may originate from multiple sources but is most commonly found in paper products and cotton. Potential environmental sources for cellulose throughout the manufacturing process include personnel clothing, cardboard packaging, and terry wipers (wip 310) used for cleaning surfaces. Cardboard is not permitted in the manufacturing clean rooms but is used in the packaging of the final product. All these potential sources may introduce the foreign matter into the product accidentally by personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. The following information was provided by the initial reporter: "a black spot on the cannula"